Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first person. Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
While using a comfit plush natural fit mask astm 2, two dental office personnel had reactions to the mask. Symptoms reported were chin, cheek, and "eyes" rash.

Manufacturer narrative:
The device was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.